Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger product ID 97745 lot# serial# (b)(6t) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported they were having issues charging their implant and ps did not collect event date so ps made an outbound call and left a voicemail for pt to call patient services back. Pt inquired purchasing another battery for their controller. Pt stated they didn't have an issue when they unplugged the paddle from the controller and they were fine with their stimulation. Pt confirmed they were having issues when the recharger cord was plugged into the controller and it was difficult for them to charge their implant. Pt stated when they hit the center of it, it just went back to charging (ps understood this as when they pressed and held the lock key it just went back to charging; ps was also confused about what pt was trying to inform ps of). Ps walked patient through troubleshooting steps. Ps advised the pt to contact patient services back if the issue persisted. The troubleshooting steps that we re taken on the call resolved the issue. Pt noted they were dealing with a broken left wrist and broken right elbow. Ps also advised pt to contact their hcp about a backup battery pack and pt noted they saw that their controller was a prescription so they figured they had to call their hcp but they called patient services first for assistance. Additional information was received, pt called back and says the same issue is happening where its hard to find the device to charge implant and when it does connect its "taking an hour and a half to charge the implant and it used to take 45 minutes". In the original case the event date is marked "asked, unknown" but pt clarified in this call the issue started in august. Pt says rtm does get warm when charging. They said the port of controller looks "blackened out" and says it makes a rattling noise. A new controller was requested.